Event description:
It was reported that in 2008 an unspecified stent was implanted in the left anterior descending artery (lad). On (B)(6) 2010, a promus 3.5 x 8 mm stent was implanted in a proximal, left circumflex artery (lcx) and approximately 15 months later, on (B)(6) 2011, distal to the unspecified stent implanted in the lad in 2008 there was 90% in-stent restenosis found. A promus 3.5 x 28 mm stent was implanted in the lad as treatment with a 0% residual stenosis post-procedure. On (B)(6) 2012, the patient experienced throat pain that resolved with sublingual nitroglycerine medication and then the throat pain reoccurred but this time the throat pain would not resolve with sublingual nitroglycerine. The patient experienced respiratory discomfort (dyspnea) and emergency medical system was called. On (B)(6) 2012, the patient was diagnosed with acute coronary syndrome (acs), and a non-st elevated myocardial infarction (mi). The promus stent in the lcx was found 99% restenosed. Cilostazol medication was administered. An angioplasty was done after an aspiration in the lcx as treatment. The symptoms resolved without an adverse patient sequela on (B)(6) 2012. On (B)(6) 2012, the promus stent in the lcx and the promus stent in the lad were found 99% restenosed. A cutting balloon was done in the lad as treatment and a plain old balloon angioplasty (poba) was done in the lcx as treatment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The symptoms resolved without an adverse patient sequela on (B)(6) 2013. On (B)(6) 2012, the patient presented to the ER again. An echocardiogram was done with findings of left ventricular depression and wall motion depression. An angiogram was done and there was 90% restenosis found in the lad. A cutting balloon procedure was done and the residual stenosis post-procedure was 25%. Continued in the investigation details below. On (B)(6) 2012, the patient experienced a sore throat and took 4 nitroglycerine tablets without relief. The patient presented to the hospital and an angiogram was done. On (B)(6) 2013, 90% in-stent restenosis of the promus 3.5 x 28 mm stent in the lad was found. The patient has hypertension history and the patient's normal medications were given on (B)(6) 2012 as treatment only. There was no additional information provided. (B)(4). The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it's own brand labeling of abbott vasculars drug eluting stent in the us. The additional promus, referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the patient experienced shortness of breath and was admitted. Ischemia functional test was positive. ECG was performed and no mi was noted. Ck 321u/l(upper of the normal range 287). Cardiac echogram was noted depression of wall function at lad area. Emergency cag was performed for suspected acs. The stenosis of isr of the promus 3.5x28 advanced to 90%. Pci was performed and a cutting balloon 4.0x10 was dilated. The residual stenosis was 25%. On (B)(6) 2012, the patient experienced a sore throat and took 4 nitroglycerine tablets without relief. The patient presented to the hospital and an angiogram was done that did not find a significant lesion. The patient was given hypertensive medications as treatment. There was no additional information provided (B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, restenosis and shortness of breath (dyspnea), as listed in the promus instructions for use (IFU), are known adverse events associated with use of a coronary stent use in native coronary arteries. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Updated case description: on (B)(6) 2010, a promus 3.5x08 stent was implanted in a proximal left circumflex artery (plcx). On (B)(6) 2011, distal to an unspecified stent implanted in the left anterior descending (lad) artery was 90% in-stent restenosis. A promus 3.5x28 stent was implanted in the lad as treatment with a 0% residual stenosis post-procedure. On (B)(6) 2012, the patient experienced throat pain that resolved with medication and then the throat pain reoccurred but this time the throat pain would not resolve with medication. The patient experienced respiratory discomfort (dyspnea) and emergency medical system was called. An electrocardiogram (ECG) was normal, but an echocardiogram (echo) found a decrease in wall motion. A troponin-t level was positive. On (B)(6) 2012, an ischemia function test was positive; the patient was diagnosed with acute coronary syndrome (acs), and a non-st elevated myocardial infarction (mi). The promus 3.5x08 stent in the lcx was found to be 99% restenosed and medication was administered. A thrombus was aspirated, but was not completely successful; therefore, a high pressure dilatation performed. The symptoms resolved on (B)(6) 2012. The promus 3.5x28 stent in the lad was found to be 25% stenosed, but no treatment was performed. During that afternoon, the patients ck peaked at 394. On (B)(6) 2012, the patient experienced throat pain, chest discomfort, respiratory discomfort, clamminess, and wheezing. An EKG found mild st depressions. An angiogram was done without significant stenosis noted. On (B)(6) 2012, the patient was admitted and the patients ischemia function tests were positive. An ECG was done with no findings of a mi. The promus 3.5x08 stent in the lcx was found to be 99% restenosed. A cutting balloon was used and a plain old balloon angioplasty (poba) was performed in the lcx as treatment. The symptoms resolved without an adverse patient sequela on (B)(6) 2013.